Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vacuum and aspiration were not strong during surgery. The phacoemulsification handpiece was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and found advisory - [unable to achieve iop] in the event log. The company service representative was not able to replicate the reported event. However, as a preventive measure, the front manifold tubing was re-seated. The system was then tested and met all product specifications. The system was manufactured on september 25, 2014. Based on qa assessment, the product met specifications at the time of release. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).